Event description:
This 47-yr-old female had bilateral augmentation mammoplasties in 1982. She desires to have the silicone gel implants removed due to increasing problems of irritable bowel syndrome, migraine headaches, fibromyalgia, and pain. She fears these ailments are related to the silicone gel implants with dacron patches. The mfrs of these implants is not known to the reporting facility as they were implanted elsewhere. Gross exam of the implants showed that both were ruptured. Exam of the capsules showed foreign body response to suture material and silicone, and calcification consistent with long-standing inflammatory process.